Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) and the right atrial lead showed far r wave over-sensing. Programming changes were made. There were no patient consequences.

Event description:
New information indicates that post-paced t-wave oversensing (pptwos) reoccurred on the implantable cardioverter defibrillator (ICD). Programming changes were implemented without any adverse effects on the patient.